Event description:
Reportedly, the device's battery was depleted, it is unknown if the physician considered that the battery depletion was due to an assumed malfunction or to a normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device's battery was depleted, it is unknown if the physician considered that the battery depletion was due to an assumed malfunction or to a normal battery depletion.